Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two patterns along the same edge assessed as fold flaw opening. As per the investigation procedure creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Pharmacist reported on behalf of healthcare professional left side rupture discovered via mammography. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pharmacist reported on behalf of healthcare professional left side rupture discovered via mammography. The device has been explanted.